Event description:
It was reported that the customer was hospitalized for high bgs. The family member stated that the pump's driver arms were not working properly and not moving forward. Suggested the customer to remain on back up plan of manual injections.